Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemia event after announcing a meal but eating less than intended while using the ilet system, resulting in a blood glucose reading of 40 mg/dl; education and troubleshooting addressed meal announcements and incorrect meal size, and the event was treated with oral glucose. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided, and review of use patterns. Investigation of this case revealed no device problem, a usage problem related to meal entry and eating less than planned, and involvement of the user interface as the device component referenced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.